Manufacturer narrative:
One unit was received, and three pictures were attached to the complaint. No discrepancies were detected in the pictures. The sample consists of one cassette product from part number 21-7609-24, lot number 4420476. The sample was received in used conditions, without its original packaging and inside in a plastic bag. The sample was visually inspected, and no damage was observed. Functional testing detected a leak in the luer and tube. The investigation confirmed the customer reported issue. There is not non-conformance or deviation related to the failure reported in the device history record.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a medication leak during the medication filling process. There was no patient involvement.